Event description:
It was reported that this patient's right atrial (ra) and right ventricular leads had been showing high out-of-range (oor) pacing impedance spikes. Technical services (ts) reviewed the case and indicated that this seems to be related with spring contact issues. The clinic will need to monitor for lead noise as there is no impedance trend when it stays dor, according to ts. Further information indicate the clinic will just continue monitoring patient needs, impedance and thresholds. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).